Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3057, lot# serial# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who had an external neurostimulator (ens). The patient reported that she had a white wire that was hanging. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.